Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/lap/bs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("I have a autoimmune disease"), toothache ("teeth hurts"), gingival recession ("I have recession and gums"), hyperaesthesia teeth ("sensitive teeth"), alopecia ("I am losing my hair"), metal poisoning ("coils poison our bodies from head to toe") and flatulence ("gas"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, toothache, gingival recession, hyperaesthesia teeth, alopecia, metal poisoning and flatulence outcome was unknown. The reporter considered alopecia, autoimmune disorder, flatulence, gingival recession, hyperaesthesia teeth, medical device removal, metal poisoning and toothache to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events added: medical device removal, gas and reporter information was updated. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.